Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a guidewire stuck occurred. During pulmonary vein isolation procedure to treat atrial fibrillation, the farawave pulsed field ablation catheter was used with a boston starter rosen wire. The guidewire lumen was able to be flushed, and wire loaded in the normal fashion. Midway through procedure while transitioning from one pulmonary vein to another, the wire movement in the lumen became difficult and very resistive. The boston starter guidewire was removed and replaced. However, the new merit inqwire rose j tip guidewire could not be advanced beyond a few inches within the lumen. The farawave catheter was removed from the left atrium and replaced. A new catheter was then used to complete the procedure. There were no patient complications. The catheter is expected to return for analysis.

Manufacturer narrative:
Upon receipt at boston scientific post market laboratory, the catheter was inspected, and no abnormalities were found. During functional testing, an attempt to insert the guidewire was made and it was unsuccessful since resistance was felt inside the guidewire lumen; therefore, the deployment of the catheter was not possible. The catheter was dissected for further inspection. It was noted that the guidewire lumen was damaged outside the inner hypotube. It is likely that the damage in this location occurred when the user deployed or undeployed the catheter without a guidewire inserted. Detailed product information was not provided to bsc. It was not available because the packaging with the lot number information is no longer available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a guidewire stuck occurred. During pulmonary vein isolation procedure to treat atrial fibrillation, the farawave pulsed field ablation catheter was used with a boston starter rosen wire. The guidewire lumen was able to be flushed, and wire loaded in the normal fashion. Midway through procedure while transitioning from one pulmonary vein to another, the wire movement in the lumen became difficult and very resistive. The boston starter guidewire was removed and replaced. However, the new merit inqwire rose j tip guidewire could not be advanced beyond a few inches within the lumen. The farawave catheter was removed from the left atrium and replaced. A new catheter was then used to complete the procedure. There were no patient complications. The catheter was received for analysis.